Manufacturer narrative:
The reported water leak was contained by the user facility; no injuries were reported. A steris service technician arrived on site and identified cracks in the washer sump, close to the fill line, which allowed water to leak from the sump onto the floor. The technician sealed the cracks, tested the unit, and confirmed it to be operating properly; no additional leaks were reported.

Event description:
The user facility reported their amsco 5052 washer/disinfector was leaking water.